Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about low blood results. Performed blood test-47mg/dl. Caller states she normally reads between 80-100mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (47) and the normal result (100) is located in zone c. No adverse event reported.